Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Although requested, the customer states the facility is doing their own internal investigation and they do not wish to send in the logs or device for evaluation. Unable to determine root cause of reported complaint.

Event description:
Customer reported the following: a pressor infusion was running at 75ml/hour and when the vtbi ran out, the pump went to kvo without alarming. The infusion completion was not realized before the patient had a significant drop in blood pressure. The patient was already critical and in the ICU at the time of the event. Prior to the event, there were orders to start weaning the patient off the medications sustaining her bp, but the weaning was not planned to go as fast as the sudden decrease from 75 ml/hr to kvo rate of 20 ml/hr. Pharmacy checked the device and found the auditory alarm was very loud. Customer states, the facility is looking at the device logs themselves and doing their own internal investigation. They do not wish to send in the logs or share any details of the event at this time and will contact us for a failure investigation if they determine it is needed. Customer states that no additional patient or event information is available.